Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a hysterectomy and a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced erosion of the vaginal wall and other tissues, pain. The patient has had additional surgeries, including excision of the mesh. The patient continues to experience pain in the pelvic area, dyspareunia, and vaginal discharge. No additional information was provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was used. The patient experienced erosion of the vaginal wall and other tissues, pain. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.